Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Analysis found that the software of the navigation system functioned as designed and there was a user error in the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: see b5. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as designed. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a second biopsy was performed with a non-medtronic system without complications.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the biopsy returned a non-diagnostic result. It was reported that the facility had elected to perform the procedure using an electromagnetic navigation stylet and trajectory guide kit with a third party needle, despite being advised the use was off-label usage. Pre-operative, the trajectory of the biopsy was reported to have been perpendicular, but was changed afterpatient registration when finding the entry point for navigation. The burr hole was noted to be approximately half of the standard 14mm. Once the trajectory was at an acute angle, the burr hole was small and the trajectory kit was noted to not be oriented in the optimum position. However, it was noted that the surgeon could not align the trajectory to plan without making contact with the patient's bone. Once the burr hole was expanded, the needle continued to contact the bone upon entry. The surgeon then elected to only use the guide tube, reducing tube and a separate user to hold the unit to plan while the guide tube rested in the burr hole. The needle was then advanced to the biopsy region and four biopsies were performed with different orientations. The surgeon was noted to have been confident with the biopsy as the tissue appeared abnormal. There was a reported delay to the procedure of more than 1 hour due to this issue.